Event description:
It was reported that during a nephrostomy procedure the radiopaque marker detached from the flexima nephrostomy catheter pusher. The physician was introducing the device percutaneously and removed the pusher, the radiopaque marker came off the pusher. There were no difficulties in placing the drainage catheter. The marker remained inside the pt's "muscular wall" between the fatty tissue of the kidney and the location where the catheter was introduced. An attempt was made to remove the marker with a deflecting tip wire, but was unsuccessful. There were no pt symptoms associated with this event as the pt was sedated for the procedure. The pt's current status is unk.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.